Event description:
Consumer performed injection, when she removed the syringe, needle remained in her leg. Went to ER, x-rays and incision in attempt to remove needle portion.

Manufacturer narrative:
Product has not been returned for evaluation. Complaint history check run on the lot indicated has yielded two (2) additional complaints for unrelated issues. Will continue to monitor.